Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was "misfiring" and that "there may be a short circuit" and patient was taken to the emergency room. The patient also inquired about atrial fibrillation being caused by a pacemaker. The device is still in use. No patient complications were reported as a result of this event.